Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached while implanting the first leg. Reportedly, it was too small to be removed and was left inside the patient. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned device revealed that the distal portion of the carrier is broken off and was not returned. The carrier was bent. Analysis also revealed that the mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6), 2017. According to the complainant, during the procedure, the needle detached while implanting the first leg. Reportedly, it was too small to be removed and was left inside the patient. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.